Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-10949. It was reported that the right ventricle (rv) lead exhibited noise over-sensing and the right atrial (ra) lead exhibited noise. Programming changes on ra lead. The rv lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
Correction: the correct medical product in d10 should have been accent dr repulse generator, rather than assurity MRI pacemaker